Event description:
No additional information received from customer.

Manufacturer narrative:
Updated information was added to d8, e4, h2, h3, h4, h6 and h11. This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the complaint investigation. Olympus reviewed the customer provided cleaning disinfection and sterilization (cds) processes, where no obvious deviations from instructions for use were identified. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channels, cfu: 1 cfu/endoscope. Sampling date: (B)(6) 2025, sampling from: all channels, cfu: <1 cfu/endoscope, bacterial identification: n/a. Based on the investigation's results, olympus confirmed that foreign material was present within the device; however, the type of material could not be identified. Nevertheless, the following factors likely contributed to the malfunction: the foreign material was possibly not completely removed if the reprocessing steps were not conducted properly. Growth of microorganisms was reported through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for an unknown amount of colony forming units (cfus) of klebsiella, enterococci and yeast. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.